Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was failing the inlet pressure test on the fluid delivery line, all valves are reading between -5.3 and -6.4. Per additional information updated from ttm on 29may2025, biomed performed functional check and noted when testing the inlet ports on the fluid delivery line (fdl) the inlet pressure (ip) ranges from -5.3 to -6.4psi, pump has approximately 5400 hours and circulation pump command (cpc) was running at 100 percentage the whole time.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. The pump no longer produces sufficient pressure to pass pressure tests with the fdl attached. Circulation pump was serviced during the pm process. Pm performed. Mixing pump was serviced. Replaced heater, both manifold o-rings, drain valves, double bend tube and the chiller evaporator outlet tube. The coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was failing the inlet pressure test on the fluid delivery line, all valves are reading between -5.3 and -6.4. Per additional information updated from ttm on 29may2025, biomed performed functional check and noted when testing the inlet ports on the fluid delivery line (fdl) the inlet pressure (ip) ranges from -5.3 to -6.4psi, pump has approximately 5400 hours and circulation pump command (cpc) was running at 100 percentage the whole time.